Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/31/2016 with the following findings: reboots were observed in the black box download. Battery compartment is cracked alongside of pump and below bumper pad. Corrosion was found in battery compartment. There was no damage to battery cap. Battery cap attaches securely to pump. Pump exercised 24 hours with no power issues occurring. Pump leaks at battery compartment. Pump opened and moisture damage found on pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).